Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he was hospitalized for low blood glucose levels. This customer stated that his blood glucose reading was 28 mg/dl when he was found unresponsive by his wife. The customer also reported chest pains when being taken to the emergency room. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. The customer stated that the insulin sensitivity may be set too high. The customer will discuss the settings with his doctor. Nothing further was reported.